Event description:
It was reported that during patient use, the device had power surges on the screen. The patient's outcome was not affected by the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.